Event description:
It was further reported that the patient's device was removed for infection in january. The device was reinstalled in march. The patient was in the hospital due to the infection for a week and then went home with a PICC line. The PICC line was removed after 30 days and the patient's infection was cleared about a week before they re-installed the device.

Event description:
It was reported, the patient¿s device was removed due to infection. It was noted, the trial was great and did not want to have the device removed. It was reported, the device worked great the couple of weeks the patient had it. It was noted, the patient was implanted for headaches. It was reported, the device didn¿t completely take the headaches away, but helped and changed the patient¿s life. It was noted, the patient was back to where they were five years prior. It was reported that if stimulation was too high the patient¿s head and shoulders would twitch. It was noted that the headaches returned forty-five minutes to an hour after turning stimulation off. It was reported the headaches felt worse after explant then prior to implant. It was noted the device was planned to be re-implanted three months after explant.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 3550-29, lot# n370655, implanted: 2013 (B)(6); product type accessory product ID 97791, lot# n370394, implanted: 2013 (B)(6); product type accessory product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).